Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no damage was observed. Reader did not power on with the button depression, test strip or usb cable insertion. Customer stated that their reader had frozen display. The reader was connected to the computer and approved software was not able to recognize the reader. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) and burn marks or components damage was observed at s7 and s8 components near to the usb (universal serial bus) port on pcba. A further extended investigation was conducted. Visual inspection was performed on the returned de cased reader and u13 chip was observed to be burnt. Reader log was downloaded and no cybersecurity issues were observed. The returned battery was measured, however results were not within specification and it was replaced with known good battery. Reader powered on with known good battery and 'connected to pc' message was observed. Hotspot was observed at u13 and u2 chips. The voltage across r100 was also recorded at button depression. The burnt u13 component and the voltage across r100 is an indication that the user may have used a non abbott charging device, creating irreversible damage chip. Thus the observation of the 'connected to pc' message issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device displayed a frozen screen. The product was returned and investigated for the display issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device displayed a frozen screen. The product was returned and investigated for the display issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.